Event description:
It was reported that a pump under infused rocephin to a pt. The device was programmed to deliver 1 gram of rocephin in 50cc of d5w in 30 minutes. The user became aware of the event 2 hours after the start of the infusion and reported that 40cc's of medication remained in the primary IV container.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A flow rate test was performed per the sigma preventative maintenance procedure and using the event infusion parameters found in the history log, with the unit passing. Additionally, upstream occlusion and downstream occlusion sensor testing was performed per the sigma preventative maintenance procedure with the unit passing.